Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced a sore right eye (od) at 11 o'clock location. On (B)(6) 2016, the patient was seen by a physician and ophthalmologist. The physician diagnosed the patient with keratitis and a central corneal ulcer due to contact lens wear. This event resulted in permanent conditions and medical intervention was required to preclude permanent impairment. Medications prescribed are unknown. It is unknown if visual acuity has decreased. Information on visual acuity was not provided. This event has fully resolved and the patient permanently discontinued contact lens wear on (B)(6) 2016.